Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The physician attempted to advance a taxus liberte' 2.5x12mm stent but due to the severity of the stenosis, it was not possible to advance the stent across the lesion site. It was decided to remove the stent delivery system but during withdrawal the stent dislodged from the delivery device and remained in the 'ascending aorta thoracic'. The physician attempted to retrieve the stent but was unsuccessful and the stent remains in the patient. The procedure was completed with a different device. The patient status is reported as 'fine'.

Manufacturer narrative:
Device evaluated by manufacturer: microscopic examination of the distal end of the device revealed damage to the distal tip. There was no evidence of any material or manufacturing deficiencies that could have contributed to the tip damage. The stent implant was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The physician attempted to advance a taxus liberte' 2.5x12mm stent but due to the severity of the stenosis, it was not possible to advance the stent across the lesion site. It was decided to remove the stent delivery system but during withdrawal, the stent dislodged from the delivery device and remained in the "ascending aorta thoracic". The physician attempted to retrieve the stent but was unsuccessful and the stent remains in the pt. The procedure was completed with a different device. The pt status is reported as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).